Event description:
It was reported on (B)(6) 2012 that a patient that was reimplanted with a new generator on (B)(6) 2012 is ill and in the hospital where she tested positive for (B)(6). Follow up revealed that the patient had a prior (B)(6) infection years ago. The surgeon was aware of this and took all the necessary precautions in the o.r. The patient began to run a fever over the weekend of the (B)(6) and went to the ER. It was confirmed on (B)(6) 2012 that the patient had (B)(6). The generator and lead were scheduled to be removed on (B)(6) 2012. There are no reports of trauma or manipulation and the infection is at the generator site (red and irritated). The lead and generator were explanted on (B)(6) 2012 and the patient's physician indicated he wanted to wait until august to re-visit implanting the patient again so that the infection had time to clear completely. The DHR for the lead and generator were reviewed and sterility prior to shipment was confirmed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.